Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Error message received during tee exam. Investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. The issue is caused by a bug in the code that is restricting the mouse cursor movement to a portion of the screen under certain circumstances. The following conditions may lead to the issue, when executed in this order: 1) use of z6ms transducer. 2) 4d dualview active. 3) change in temperature that reaches temperature threshold that triggers tee popup message. 4) tee popup message is displayed. The issue is sporadic and does not occur every time the above steps are followed. The root cause of this issue is due to the order in which the software handles requests to change which tool is getting control of the mouse cursor. When 4d dualview is active, the mouse cursor is being controlled for that tool. It is intentionally restricted to the portion of the screen corresponding to the multi-plane reconstruction (mpr) a. This is the area inside the red box in the image above and is the area in which the user manipulates the 4d dual view tool using the mouse. When the tee message is displayed on the screen, the software should transfer the control of the mouse cursor away from the 4d dualview tool and give control to the pop-up window. However, due to the bug, the software gives control to the pop-up window but then has an additional step that gives it back to the dualview tool. This issue was fixed as an engineering defect in software release vb10d (4.0d).

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00091) submitted in 2016 did not go through correctly. The savelogs were reviewed and it was found that the reported issue was caused by a bug in the code that is restricting the mouse cursor movement. The root cause of this issue is due to the order in which the software handles requests to change which tool is getting control of the mouse cursor. When 4d dualview is active, the mouse cursor is being controlled for that tool. It is intentionally restricted to the portion of the screen corresponding to the multi-plane reconstruction (mpr) a. This is the area inside the red box in the image above and is the area in which the user manipulates the 4d dual view tool using the mouse. The issue is sporadic and does not occur every time. When the tee message is displayed on the screen, the sw should transfer the control of the mouse cursor away from the 4d dualview tool and give control to the popup window. However, due to the bug, the software gives control to the popup window but then has an additional step that gives it back to the dualview tool. The issue was fixed with a vb10d patch.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00091) submitted in 2016 did not go through correctly.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00091) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00091) submitted in 2016 did not go through correctly. Additional event information: update the manufacturer's contact information (see section g1), update the evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not evaluated; therefore, the investigation of the device could not be performed.